Event description:
The manufacturer was contacted in rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging asthma. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.